Event description:
It was reported that on (B)(6) 2025, a 29mm epic valve was chosen for a procedure. The annular dimensions of the native valve was 29mm. The valve was implanted. Twenty minutes after the procedure, inflexible closure of valve leaflets was noted. The valve was removed and replaced with a new 29mm epic valve. There was no delay in the procedure. The pateit was reported stable.

Manufacturer narrative:
An event of incomplete coaptation was reported. The valve was returned to abbott for analysis and the investigation revealed that all three leaflets had limited mobility when manually manipulated and appeared to be dehydrated. No tears or perforations were observed in the cuff or leaflet tissue. No tears or perforations were observed in the cuff or leaflet tissue. The condition of the valve as returned to abbott precluded using it to perform functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. The reported surgical intervention was case specific circumstance as device was removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm epic valve was chosen for a procedure. The annular dimensions of the native valve was 29mm. The valve was implanted. Twenty minutes after the procedure, inflexible closure of valve leaflets was noted. The valve was removed and replaced with a new 29mm epic valve. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
An event of incomplete coaptation was reported. The valve was returned to abbott for analysis, and the investigation revealed that all three leaflets exhibited limited mobility during manual manipulation and appeared to be dehydrated. No tears or perforations were observed in the cuff or leaflet tissue. Due to the condition of the returned valve, functional testing was precluded. A review of the device history record confirmed that all manufacturing and inspection steps were completed and that the product met all specifications. The cause of the reported incomplete coaptation could not be conclusively determined. Potential contributing factors may include procedural circumstances (e.g., improper sizing, implantation technique) and/or patient-related conditions (e.g., calcification). However, due to limited information, the potential contributing factors cannot be confirmed. The reported incomplete coaptation is also a known risk identified in the epic valve instructions for use. The reported surgical intervention represents a case-specific circumstance, as the device was removed surgically. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.

Event description:
N/a